Event description:
It was reported that (1) tlc55 was used during a unknown procedure. It was reported by the rep that currently, all that is known is that on the second reloading of the instrument it would not fire. More details are being sought.